Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced an unspecified alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned to baxter and an evaluation was completed. The reported event was unknown; however, a system error 2046 was identified during a review of the event history log. A sample evaluation was performed and event history log verified the system error 2046. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device received functional and electrical testing and no issues were noted. A short simulated therapy was successfully performed. The cause of the condition was determined to be the membrane gasket. To correct the condition, the membrane gasket was replaced. Should additional relevant information become available, a supplemental report will be submitted.